Event description:
It was reported that a vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 4.5x10mm, eccentric and de novo target lesion was located in the mildly calcified mid left anterior descending artery. A 3.5 6f non bsc guide catheter was used. After an unspecified "soft" guide wire crossed the lesion, a 2.5mm x 9mm maverick balloon catheter was advanced for predilation. Then the 4.00mm x 16mm promus element ¿ stent was advanced to the target lesion. As the stent was being deployed, it was noticed that there was a dissection at the distal end of the stent. The physician indicated this occurred due to balloon overhang. The dissection grade was noted to be type a; a 4.00mm x 12mm promus element ¿ stent was deployed distally and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis as it was implanted. Reviewing the batch crimp records there are no anomalies evident with the crimped stent profile following the crimping process, with all parameters within the specified tolerance. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon lumen was fully deflated when retrieved. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. Based on the complaint report and the investigation performed on the balloon profile and ancillary components; there is no evidence to suggest that there was a problem with the balloon profile. The balloon was inflated to rbp and consequently deflated; with no profile issues. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 4.5x10mm, eccentric and de novo target lesion was located in the mildly calcified mid left anterior descending artery. A 3.5 6f non bsc guide catheter was used. After an unspecified "soft" guide wire crossed the lesion, a 2.5mm x 9mm maverick balloon catheter was advanced for predilation. Then the 4.00mm x 16mm promus element ¿ stent was advanced to the target lesion. As the stent was being deployed, it was noticed that there was a dissection at the distal end of the stent. The physician indicated this occurred due to balloon overhang. The dissection grade was noted to be type a; a 4.00mm x 12mm promus element ¿ stent was deployed distally and the procedure was completed. No further patient complications were reported and the patient's status was stable.